Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (23-45 mg/dl). The cause for low bg was unknown. Emergency medical technicians were called, and the customer was treated with liquid glucose. Recommendation was made to consult with healthcare provider regarding diabetes management.